Event description:
Related manufacturer reference number: 1627487-2019-06233. It was reported that the patient had a system explant. The patient was reported to have a system explant due to ineffective stimulation and a need for additional back surgeries.